Manufacturer narrative:
Therefore, because surgical intervention was required in this case, this event meets the criteria for reportability.

Event description:
It was reported that an implant became lodged in the sinus after attempting to remove the cover screw. The implant was removed by an oral surgeon.